Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿giving constant error 315¿ is confirmed due to faulty video connector. The following findings were noted during device evaluation: damaged top cover and damaged hexagon spacers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that his olympus video system center was displaying a constant error e315 scope communication error during preparation for an unknown diagnostic procedure. There was no patient harm reported as a result of this event. The customer went on to note that this event has occurred on more than one occasion. Please see report with patient identifier (B)(6) for related information.